Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The customer noted that one level of control was outside of range the day after the event. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the na electrode on a cobas pro ise analytical unit. The first sample initially resulted in a na value of 115 mmol/l. The physician questioned the value the sample was repeated twice on a second analyzer, resulting in na values of 122 mmol/l and 124 mmol/l. The 124 mmol/l value was deemed correct and an amended report was issued. The second sample initially resulted in a na value of 114 mmol/l. The physician questioned the value. The sample was repeated on a second analyzer, resulting in a value of 120 mmol/l. The 120 mmol/l value was deemed correct and an amended report was issued.

Manufacturer narrative:
Calibration data was acceptable. Data was provided for only one level of control and this recovery was within range. Upon review of the alarm trace, abnormal probe aspiration errors were observed. The field service engineer found ise noise present when performing ise checks. The engineer cleaned and reseated the electrodes. Ise checks, quality controls, and precision studies were performed. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.